Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The customer ran comparison studies comparing serum samples to plasma samples. UDI number = (B)(4). This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for two sample tubes collected from one patient at the same time and tested with the elecsys pth immunoassay on a cobas 8000 e 801 module. The results were reported to a physician who did not believe the results correlated to the patient's clinical condition. The edta plasma tube collected from the patient resulted in a pth value of 88.5 pg/ml. The serum tube collected from the patient resulted in a pth value of 61.3 pg/ml. A pth value of 69.9 pg/ml from (B)(6) 2021 and pth values of 53.2 pg/ml and 58.6 pg/ml from (B)(6) 2021 were also provided. It is not known if these results were from the same patient, from the same sample collection, or which values were measured from serum or plasma tubes. A clarification has been requested. The e 801 analyzer serial number is (B)(4).